Event description:
As reported, air bubbles have been noted in the tubing of the fluid delivery set packaged within the navilyst medical convenience kit. The bubbles were noticed after prep, during a procedure when aspiration of contrast was taking place. The bubbles appeared to be drawing down from the bottle. No air bubbles have been injected. All used devices have been discarded by the hospital.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The january 2015 navilyst medical complaint report was reviewed for the fluid delivery set and convenience kit product families and the failure mode "air bubbles noted." No adverse trend was identified. Without a sample being returned for evaluation, the complaint is unable to be confirmed and a root cause for the reported issue is unable to be determined. Manufacturing process controls for the fluid delivery sets include visual inspection for damage to the tubing, fitting, and spike heads. Leak testing is also performed.